Event description:
It was reported that the patient stated that they were having alarms while connected to their mobile power unit (mpu) over two days. While in the hospital the patient was connected to heartmate cart and experienced prolonged single tone alarms coming from the power module. However, no alarms were observed on the controller, power module screen, or on interrogation. The patient was placed on a second heartmate card and the same alarm occurred. The patient stated that this also occurred while on their mpu at home. After this event, outpatient center reported alarms while connected to mpu power. While at the hospital, the alarms were also reported on two different power modules. The log file data did not capture any alarms associated with the reported alarms. A new mpu was ordered for the patient and the patient is still hospitalized. Exchanging the mpu resolved the alarms. Related MFR: 2916596-2023-00060.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of continuous alarm sound on mobile power unit (mpu) was reproduced on a returned hm3 system controller, serial (B)(6) the mobile power unit, serial (B)(6) was not returned for analysis. Mpu was exchanged resolving the issue and will not be returned for evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.